Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of the incident. The troubleshooting was performed. The customer stated that they had tried all the remedies. The customer was advised the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.